Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. No signal to serial digital interface (sdi) output 1 and sdi output 2 were caused by a defective circuit board. In addition, minor dents and scratches on the unit were discovered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus that while preparing the evis exera iii video system center during preparation for use, there was no signal [no image] when using the sdi (serial digital interface) output 1 or output 2. The user switched to digital video interface and a signal was received on the monitor. There was no patient or user harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty/defective (printed) circuit board could not be identified. Olympus will continue to monitor field performance for this device.